Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller could not get the express monitor to connect to the patient¿s implantable cardioverter defibrillator (ICD). Troubleshooting steps were taken to no avail. ICD battery depletion was suspected as the cause. The patient¿s ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further discovered through follow-up obtained that the patient had a competitor ICD implanted at the time of the complaint.